Event description:
The customer reported that the acuity central station system ceased operating. No patients were adversely affected as a result of this product problem. There were two patients being monitored on the system at the time of the event. Note 1: additional information for the two patients were not available. Note 2: the date of the event corresponds to the reporter's local date. The date of this report corresponds to the manufacturer's local date.

Manufacturer narrative:
The method used for investigation was inspection of system log files obtained by modem connection to the device. For the same reason, no date is supplied because it was not necessary to return the device to the manufacturer to perform the investigation. Note for result: software timing issue. Evaluation summary: the device is an installed centralized patient monitoring system, that utilizes a sun microsystems central processing unit (cpu), and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. The customer reported that the acuity system had ceased operating. Investigation confirmed the reported problem. Analysis found that the complaint was due to a rare timing issue between two parts of the software. The timing issue lead the system to shut down, requiring the operator to restart the system with the assistance of the manufacturer's technical support staff. System unavailability was limited to approximately 15 minutes. The operational context contributed to event in that the problem occurred when the software was attempting to identify a valid ECG lead for arrhythmia analysis and the ECG signal from the patient was compromised by noise or motion artifact, a disconnected or loose ECG lead or similar condition. The frequency of this problem is rare. This conclusion is supported based on a search of the customer complaint file that found that there have been only one instance similar to the present complaint in the past 24 months. Nevertheless, subsequent software versions (after december 2005) include enhancement to the design to reduce or eliminate this type of problem. No device with software released after that date has been associated with this type of operating problem.